Event description:
Infiltration reported. The pump was programmed to infuse normosol at 50.0ml/hr. It was reported that approximately 30.0ml of fluid infiltrated into the peripheral IV site on the pt's (unspecified) foot. According to the customer contact, the nurse was monitoring the IV site hourly, upon discovery removed the IV and applied warm compresses to the "puffy" affected area. The physician was notified, but no add'l orders were rendered. There was no add'l info available.